Event description:
It was reported the flex deflectable videoscope exhibited the e231 error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.